Manufacturer narrative:
During inspection and testing, service found the adhesive on the tip was peeling and there was a gap in the adhesive on the distal end. A review of the device history record found no deviations that could have caused or contributed to the peeling adhesive. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the adhesive was peeling due to stress, handling, and other factors which caused the other damage to the device. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following instruction, which may help to prevent the issue: "preparation and inspection: inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. The reported issue (leakage) was confirmed during testing. Due to deformation of the control unit, there was an air leak. In addition, the scope connector cover was scratched, the scope connector cover plate was peeling, the paint on the air/water cylinder was peeled, the control unit was discolored, there was a leak due to damage on the forceps channel, the objective lens was scratched, the light guide lens was chipped, and angulation in the up, down, left, and right direction did not meet standard value due to wear of the angle wire. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that, during reprocessing of the subject device, there was leakage from the control unit. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the adhesive on the tip was peeling and there was a gap in the adhesive on the distal end. This report is being submitted for the malfunction found during evaluation (gap in adhesive on distal end). There was no harm or user injury reported due to the event.